Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned to the manufacturing facility for evaluation. However, a factory-retained sample from the involved code/lot was inspected. Therefore, the investigation was based on user facility information and evaluation of the retention sample. Visual inspection revealed no obvious anomaly, such as a kink or fracture, in the appearance along the total length. Magnifying inspection of the platinum coil segment (0-30mm from the distal end) did not find any anomaly, such as a deformity or jumbling on the coil. Magnifying inspection of the stainless-steel coil segment did not find any anomaly, such as a deformity or jumbling on the coil. The outside diameter on the coiled segment was measured and confirmed to meet the specifications. Magnifying inspection of the uncoiled segment confirmed it did not have any anomaly. The ptfe coat was confirmed to be intact. A review of the device history record and the product release decision control sheet of the involved product code/lot# combination was conducted with no findings. IFU states: manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation, or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent. It is likely that the distal segment of the actual sample was trapped in some hard object, e.g. Stenosed lesion; in attempts to release the trap, excessive pulling or torquing force might have been applied to the actual sample, resulting in the fracture of the core wire. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved radifocus wire was used during the procedure. The doctor was performing a percutaneous coronary intervention and had placed a stent over the run-through wire and then was getting ready to reposition the wire and felt that the wire was stuck in the vessel or in a plaque burden. As a result, he was trying to remove the wire and the end of the wire sheared off, another stent was placed to secure the wire fragment to the wall of the artery so it would not embolize. The patient was reported to be ok. The procedure outcome was successful. Additional information was received on 01oct2019. An additional stent was placed to jail the sheared off wire in the coronary artery. Under fluoroscopy, the sheared part of the wire was visualized in the coronary artery, the remaining wire was removed from the patient under visualization by the interventionist.